Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had low pacing impedance measurements. Follow up with the physician office yielded no further information. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that reprogramming was done.